Manufacturer narrative:
(B)(4).

Event description:
This system was removed because the physician thought that it was causing valve regurgitation and the patient was not being paced anyway. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.